Manufacturer narrative:
Device not returned.

Event description:
Surgeon performing surgery with endotine 3.0, opened the box and only one implant was present. Another box of endotine had to be sent by taxi to complete the case. Procedure was delayed 30 minutes. No injuries were reported.